Manufacturer narrative:
On 6/6/2017: during a follow-up, the customer stated an infusion set change resolved their issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 272mg/dl and a correction bolus was delivered to address the bg level. No additional occlusion alarms were received during or after the bolus delivery. Additionally, the customer experienced elevated bg levels of 272mg/dl due to unknown reasons. A correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended. During the system check the pump time was found to be off by 8 minutes. The contact did not know how long the time was off or the cause. The customer declined removing their infusion set site to inspect their cannula. Tandem technical support assisted the customer with setting the correct time.